Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6)2023, the patient received the unspecified low readings while in a car. He did not notice it until his mother called him and said that she received an alert on her follow app stating that he was low. It was not documented whether the patient experienced symptoms at that time. He did not have any fingerstick with him, so he did not confirm his actual bg meter reading. The patient self treated the urgent low egv with a lot of glucose tablets. An unspecified time later, when he got home, he experienced vomiting and diarrhea. He checked his reading via fingerstick and it showed 175 mg/dl going up because of the glucose tablets that he took. The estimated glucose value (egv) at that time was not documented. An ambulance came and checked the patients vitals, but he could not provide details since he reportedly blacked out. The patient was brought to the emergency room (ER) and he was provided unremembered medications. Of note, the patient said that he is also suffering from mental health issues and later on, they sent him to a mental health institution and gave him mental health medications (patient cannot provide details as well for his mental health medications). He stayed in the mental health institution and was discharged the day of the report. There was no documentation of further medical evaluation or intervention for loss of consciousness with mild hyperglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the time of the report, the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.